Event description:
It was reported that the 9800 system had distorted images and ma error code. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage transformer and backplane were replaced during the service call. The system was tested and found to be working as intended and placed back into service.